Event description:
It was reported that the end of the introducer 'curled up' and ripped the vein. The surgeon had to cut down and sew up the vessel stopping the bleeding.

Manufacturer narrative:
The device has not been returned to the MFR for evaluation at this time. A chr review showed no other similar product complaint file(s) from this lot. 132475.